Manufacturer narrative:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a battery monitoring voltage of 2.46v after 52 months of implant. This device is part of the shortened replacement window advisory. This advisory was originally communicated (B) (6) 2007. This device has been explanted and returned for analysis. Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q1 2010 product performance report.

Event description:
Boston scientific crm received information that this internal cardiac defibrillator was included in the shortened replacement window field advisory communicated on (B) (6) 2007. This device was affected by a shortened elective replacement indicator to end of life battery status. Frequent follow up was becoming difficult for the patient. Therefore, the decision was made to remove and replace the device. The explanted device was returned for analysis. No adverse patient effects were reported.